Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and the usb cable was not charging the pump battery. Reportedly, the cable was changed to resolve the issue. There was no reported adverse impact to customer's blood glucose.